Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 419478 lead implanted: 2008-(B)(6). (B)(4)

Event description:
It was reported that the patient had heart failure due to their implantable cardioverter defibrillator (ICD) having elective replacement indicator (eri) due to an anomaly. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.